Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain / chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "two hsg which confirmed that left tube is still patent" on (B)(6) 2014 and complication of device insertion "two hsg which confirmed that left tube is still patent". The patient's medical history included lumbar discectomy (due to disc prolapse) in 2013, endometriosis in 1998, gravida ii, parity 2 (normal deliveries), allergy to antibiotic, allergy to antibiotic, vaginoplasty, laparoscopy, prolapsed disc nos, adnexa uteri pain and human papilloma virus test positive (with no dyskaryosis). Previously administered products included for contraception:: mirena from (B)(6) 2017 to (B)(6) 2022; for an unreported indication: progesterone. Concurrent conditions included bleeding breakthrough (she has had some brownish loss). Concomitant products included norethisterone (mini pill) for endometriosis related pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced polymenorrhoea ("polymenorrhea"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), device dislocation ("left essure coil appears to have migrated into the myometrium"), ovarian cyst ("left ovarian cyst likely to be dominant follicle") and urinary incontinence ("she has a slightly weak bladder"). The patient was treated with trolamine salicylate (analgesia) and surgery (essure removal by laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, polymenorrhoea, dyspareunia, device dislocation, ovarian cyst and urinary incontinence outcome was unknown. The reporter considered device dislocation, dyspareunia, ovarian cyst, pelvic pain, polymenorrhoea and urinary incontinence to be related to essure. The reporter commented: essure placement procedure, both ostia identified. Endometrium appeared normal, one essure inserted to each tube, 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: normal looking cervix, anteverted normal size uterus. No adnexal tenderness, no cervical excitation. She had swabs done with the gp which were negative and also an ultrasound scan which was reported as normal. Hysterosalpingogram - on (B)(6) 2014: left fallopian tube found to be patent; on (B)(6) 2014: the right essure implant appears to be in a good location . There is a sharp bend in the middle of the left essure implant suggesting it may be in an inadequate location on injection of contrast the right essure implant is noted to be in a good location and there was no flow of contrast down this fallopian tube confirming tubal occlusion on the right. On the left the implant appears to be located within the left fallopian tube however there was significant flow of contrast down the left fallopian tube and free intraperitoneal spill was achieved on this side confirming tubal patency on the left; on (B)(6) 2014: on control imaging the location of the right implant appears to be satisfactory and the left essure implant appears to have less of a sharp bend within the left fallopian tube, on injection of contrast the left essure implant appears to be in a satisfactory location also there was no flow of contrast down the right fallopian tube, again confirming tubal occlusion on the right. However once again there was flow of contrast down the left fallopian tube with a small amount of free intraperitoneal spill confirming tubal patency on the left. Ultrasound pelvis - on (B)(6) 2020: anteverted uterus of normal size, shape and outline measuring 7.5 cm long axis. The myometrium appears heterogeneous in echotexture. No focal lesions seen. Iucd seen within the endometrial cavity and is correctly positioned both essure coils were demonstrated on this scan today. Right essure coil appears correctly positioned. Left essure coil appears to have migrated into the myometrium impression: iucd seen within the endometrial cavity and is correctly positioned. Right essure coil appears correctly positioned . Left essure coil appears to have migrated into the myometrium; on (B)(6) 2020: iucd seen within the endometrial cavity and is correctly positioned. Left ovarian cyst likely to be dominant follicle. Essure coils could not be demonstrated on this scan. X-ray of pelvis and hip - on (B)(6) 2014: suggests that left tube is not completely occluded. Batch no: b72583. Production date: 2013-09-28. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B72583) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: case became serious incident. Patient date of birth , essure removal date, patient address details were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / pelvic pain / chronic pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. B72583). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("two hsg which confirmed that left tube is still patent" on (B)(6) 2014) and complication of device insertion ("two hsg which confirmed that left tube is still patent"). The patient had a medical history of lumbar discectomy (due to disc prolapse) in 2013, endometriosis in 1998 and human papilloma virus test positive (with no dyskaryosis), adnexa uteri pain, prolapsed disc nos, laparoscopy, vaginoplasty, allergy to antibiotic, allergy to antibiotic, parity 2 (normal deliveries) and gravida ii. Previously administered products included: mirena for contraception: and progesterone. As concurrent condition the report mentioned bleeding breakthrough (she has had some brownish loss). The only concomitant product mentioned was mini pill (norethisterone) for endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2017 she experienced polymenorrhoea ("polymenorrhea"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dyspareunia ("dyspareunia"), device expulsion ("left essure coil appears to have migrated into the myometrium"), ovarian cyst ("left ovarian cyst likely to be dominant follicle"), urinary incontinence ("she has a slightly weak bladder"), urinary tract disorder ("urinary problems") and gastrointestinal disorder ("bowel problems"). The patient was treated with analgesia (trolamine salicylate) as well as surgery (essure removal by laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, dyspareunia, gastrointestinal disorder, ovarian cyst, pelvic pain, polymenorrhoea, urinary incontinence and urinary tract disorder to be related to essure administration. The reporter commented: essure placement procedure, both ostia identified. Endometrium appeared normal, one essure inserted to each tube, 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2017: normal looking cervix, anteverted normal size uterus. No adnexal. Tenderness, no cervical excitation. She had swabs done with the gp which were negative and also an ultrasound scan which was reported as normal. [Hysterosalpingogram] on (B)(6) 2014: left fallopian tube found to be patent; on (B)(6) 2014: the right essure implant appears to be in a good location . There is a sharp bend in the middle of the left essure implant suggesting it may be in an inadequate location on injection of contrast the right essure implant is noted to be in a good location and there was no flow of contrast down this fallopian tube confirming tubal occlusion on the right. On the left the implant appears to be located within the left fallopian tube however there was significant flow of contrast down the left fallopian tube and free intraperitoneal spill was achieved on this side confirming tubal patency on the left; on (B)(6) 2014: on control imaging the location of the right implant appears to be satisfactory and the left essure implant appears to have less of a sharp bend within the left. Fallopian tube, on injection of contrast the left essure implant appears to be in a satisfactory location also there was no flow of contrast down the right fallopian tube, again confirming tubal occlusion on the right. However once again there was flow of contrast down the left fallopian tube with a small amount of free intraperitoneal spill confirming tubal patency on the left. [Ultrasound pelvis] on (B)(6) 2020: anteverted uterus of normal size, shape and outline measuring 7.5 cm long axis. The myometrium appears heterogeneous in echotexture. No focal lesions seen. Iucd seen within the endometrial cavity and is correctly positioned both essure coils were demonstrated on this scan today. Right essure coil appears correctly positioned. Left essure coil appears to have migrated into the myometrium impression: iucd seen within the endometrial cavity and is correctly positioned. Right essure coil appears correctly positioned . Left essure coil appears to have migrated into the myometrium; on (B)(6) 2020: iucd seen within the endometrial cavity and is correctly positioned. Left ovarian cyst likely to be dominant follicle. Essure coils could not be demonstrated on this scan. [X-ray of pelvis and hip] on (B)(6) 2014: suggests that left tube is not completely occluded. Batch no: b72583. Production date: 2013-09-28. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summons received. Events bowel & urinary problems added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / pelvic pain / chronic pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. B72583). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("two hsg which confirmed that left tube is still patent" on (B)(6) 2014) and complication of device insertion ("two hsg which confirmed that left tube is still patent"). The patient had a medical history of lumbar discectomy (due to disc prolapse) in 2013, endometriosis in 1998 and human papilloma virus test positive (with no dyskaryosis), adnexa uteri pain, prolapsed disc nos, laparoscopy, vaginoplasty, drug allergy, drug allergy, parity 2 (normal deliveries) and gravida ii. Previously administered products included: mirena for contraception: and progesterone. As concurrent condition the report mentioned bleeding breakthrough (she has had some brownish loss). The only concomitant product mentioned was mini pill (norethisterone) for endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2017 she experienced polymenorrhoea ("polymenorrhea"). Essure was removed on (B)(6) 2022. An unknown time later she experienced dyspareunia ("dyspareunia"), device dislocation ("left essure coil appears to have migrated into the myometrium"), ovarian cyst ("left ovarian cyst likely to be dominant follicle") and urinary incontinence ("she has a slightly weak bladder"). The patient was treated with analgesia (trolamine salicylate) as well as surgery (essure removal by laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2022). At the time of the report, none of the outcomes for these events were known. The reporter considered device dislocation, dyspareunia, ovarian cyst, pelvic pain, polymenorrhoea and urinary incontinence to be related to essure administration. The reporter commented: essure placement procedure, both ostia identified. Endometrium appeared normal, one essure inserted to each tube, 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2017: normal looking cervix, anteverted normal size uterus. No adnexal tenderness, no cervical excitation. She had swabs done with the gp which were negative and also an ultrasound scan which was reported as normal [hysterosalpingogram] on (B)(6) 2014: left fallopian tube found to be patent; on (B)(6) 2014: the right essure implant appears to be in a good location . There is a sharp bend in the middle of the left essure implant suggesting it may be in an inadequate location on injection of contrast the right essure implant is noted to be in a good location and there was no flow of contrast down this fallopian tube confirming tubal occlusion on the right. On the left the implant appears to be located within the left fallopian tube however there was significant flow of contrast down the left fallopian tube and free intraperitoneal spill was achieved on this side confirming tubal patency on the left; on (B)(6) 2014: on control imaging the location of the right implant appears to be satisfactory and the left essure implant appears to have less of a sharp bend within the left fallopian tube, on injection of contrast the left essure implant appears to be in a satisfactory location also there was no flow of contrast down the right fallopian tube, again confirming tubal occlusion on the right. However once again there was flow of contrast down the left fallopian tube with a small amount of free intraperitoneal spill confirming tubal patency on the left [ultrasound pelvis] on (B)(6) 2020: anteverted uterus of normal size, shape and outline measuring 7.5 cm long axis. The myometrium appears heterogeneous in echotexture. No focal lesions seen. Iucd seen within the endometrial cavity and is correctly positioned both essure coils were demonstrated on this scan today. Right essure coil appears correctly positioned. Left essure coil appears to have migrated into the myometrium impression: 1. Iucd seen within the endometrial cavity and is correctly positioned. 2. Right essure coil appears correctly positioned . Left essure coil appears to have migrated into the myometrium; on (B)(6) 2020: iucd seen within the endometrial cavity and is correctly positioned. Left ovarian cyst likely to be dominant follicle. Essure coils could not be demonstrated on this scan [x-ray of pelvis and hip] on (B)(6) 2014: suggests that left tube is not completely occluded. Batch no: b72583, production date: 2013-09-28, and expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: the follow information were included new physian's reporter, new consumer's reporter aka, medical records, historical drug, lab data, other treatment product, concomitant product, device ineffective, complication of device insertion, polymenorrhea, dyspareunia, ovarian cyst , device dislocation, bladder incontinence, pelvic pain female onset date updated from (B)(6) 2016 to (B)(6) 2014. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B72583) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Batch no b72583. Production date 2013-09-28. Expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.